Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked and bleeding display glass and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was damaged. He did not recall the blood glucose reading. The insulin pump screen was cracked and black after being damaged in a football game. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.